Event description:
It was reported tha tthe customer had returned the insulin pump.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump was also received with a minor scratched lcd window, a cracked reservoir tube lip, and cracked battery tube threads. Functional was not able to be completed due to compromised force sensor system alarm.